Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. The patient reported taking glucose tabs to prevent losing consciousness. The patient reported calling 911 for assistance but was in good condition when they arrived. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and that she was in good condition.